Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a circumferential episiotomy procedure, when stitching perineal muscle, the suture and the needle detached, and the needle fell into the patient - a x-ray performed to locate the needle and the tissue was cut to detect and removed the needle. There was blood loss greater than 500cc, however a blood transfusion was not needed. The surgical time was extended by 3 hours. The incision was extended by more than 1 in (2.54cm). The patient is expected to remain in the hospital for a half month. An additional operation will be performed to correct the issue.